Manufacturer narrative:
Concomitant medical product: dtpb2qq crt-d, implanted: (B)(6) 2021; 459878 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to clinic with purulent matter draining from the dehisced incision. Pocket infection was also noted. The entire system was explanted, with a transcatheter pacemaker implanted. No further patient complications have been reported as a result of this event.